Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump hadn't working in quite a while because the battery had died. The caller thought the issue occurred 2 years ago. No symptoms were reported and tss reviewed MRI information.